Manufacturer narrative:
The mayfield skull clamp (a1117) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The torque knob was received glued back together, and the force gage cap and torque screw were glued together by the customer or someone else. The keepers were replaced due to having too much wear. The pine kit box was missing the treaded engagement shaft so it was replaced along with the thumb screw and crosscut piston. Unit required replacement of broken and worn components. Root cause -probable root cause is damage from mishandling or rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that broken parts of the mayfield skull clamp (a1117) was discovered during an unspecified surgical procedure - patient was under anesthesia. The medical staff finished the surgery by closing punctually the patient's wound (surgical site) to re-position the patient in the skull clamp. As a result, there was infectious risk to the patient. There was increased surgery time of 4+ hours due to the repositioning of the patient in the headrest, re-matching of the neuronavigation, reshaping and resumption of surgical action.